Manufacturer narrative:
The device was returned and the evaluation found that the probe unit cover was chipped. The adhesive of the bending section cover was cracked. The nozzle had been removed and there was still no water flow. However, air flow was functioning properly. A clog was found in the nozzle and the adhesive was removed. Advanced diagnostics (ad) was recommended for the barcode on the grip of the control body but did not need repair. Minor scratches were found on the ultrasound connector case but did not need repair. The right position angulation was found to be out of specification. Minor play of the control knob was also found. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign material was found in the water channel of the gastrovideoscope and could not be removed using the medavator. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was unknown. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.